Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were there any issues experienced with the device in the initial surgical procedure? What color cartridges were used for the sleeve procedure? What was the bmi (body mass index) and gender of the patient? Was a leak test performed? If so, what type and what was the result? How was the leak identified? How was the leak addressed? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current patient status?

Event description:
It was reported that the patient had a staple line leak 6 weeks posts op on the greater curvature of stomach. Awaiting further information. Patient was sent to another surgeon.